Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, it was reported that the patient expired and the reported cause of death was "neurologic". Add'l info rec'd indicated that the patient experienced bleeding; however, the hospital is unsure what caused the bleeding and the expiration of the patient. It was reported that the pump was functioning as intended.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.